Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6), 2009 and a revision procedure on (B)(6), 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, dysfunction, soreness, and elevated metal ion levels. Patient¿s legal counsel further reported grayish fluid and grayish lining material consistent with metal wear were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06699 / 06700).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, dysfunction, soreness, and elevated metal ion levels. Patient's legal counsel further reported grayish fluid and grayish lining material consistent with metal wear were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes confirmed the presence of gray fluid and lining material consistent with metal wear. The acetabular cup, modular head and taper insert were removed and replaced.